Manufacturer narrative:
Olympus technical assistance center (tac) emailed the olympus representative and tac advised if a power cycle was attempted and the if device did not recover, it will have to be sent into olympus for repairs. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer), the visera elite ii video system center displayed error code e333. The representative was working on another piece of equipment and noticed the unit was on with the e333 error code. The representative restarted the processor, and the error was resolved. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.